Event description:
The initial reporter stated they received questionable results for three samples collected from the same patient tested with elecsys toxo igg and elecsys toxo igm on a cobas e 801 analytical unit. This medwatch will apply to the toxo igg assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the toxo igm assay. On (B)(6) 2026, a first sample collected from the patient resulted in a toxo igg value of 9.3 iu/ml (reactive) and a toxo igm value of 2.38 coi (reactive). On (B)(6) 2026, a second sample collected from the patient resulted in a toxo igg value of 8.4 iu/ml (reactive) and a toxo igm value of 2.36 coi (reactive). On (B)(6) 2026, a third sample collected from the patient resulted in a toxo igg value of 9.0 iu/ml (reactive) and a toxo igm value of 2.49 coi (reactive). This sample was tested for toxo igg avidity and the result was 66.5 % (avidity low). In the same time period on unknown dates, the patient had follow up testing at two additional sites. The first site used a diasorin instrument and both toxo igg and toxo igm were negative. The second site used an autobio instrument and resulted in a negative toxo igg value, a negative toxo igg affinity value, and a questionable toxo igm value. No specific results were provided.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Calibration and controls were acceptable. The investigation is ongoing.